Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient presented to the emergency department after receiving a shock and losing consciousness. A device check found that the shock was appropriate and delivered in response to ventricular fibrillation (vf). The patient was admitted for observation and some medications were changed. The device remains in use. No further patient complications have been reported as a result of this event.